Event description:
As reported: the incident happened while sealing the wound at the cfa in a tavi case. After exchanging the device sheath with the manta sheath-dilator assembly, the physician withdrew the dilator to insert the manta closure unit into the manta sheath. Yet, the bleeding from the valve was much more than usual even after the physician adjusted the wire's position to the center of the valve. Moreover, strong resistance was felt by the physician when he was inserting the bypass tube into the sheath hub through the valve and the bypass tube was bounced back from the valve. Rather than trying to push hard the bypass tube into the sheath, the physician decided to exchange with a new manta set. The physician also mentioned that when he removed the manta closure unit, which was partially inserted in the manta sheath hub, blood was squirted from the valve. He commented that the valve seemed has lost its normal function of bleeding control'. Therefore, he had to withdrew the manta sheath with the closure unit otw together instead of separately as bleeding could not be controlled by the valve of manta sheath. Eventually, the physician has exchanged with a new manta unit and the closure procedure was completed successfully. No medical intervention required.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A manta 18f closure device unit containing a sheath hub, and handle closure was returned for investigation. The device was decontaminated then visually inspected. During inspection the engineer noted the manta handle closure unit exhibited the lever not pulled and the anchor was pushed out of the lumen and unable to be tested. The sheath hub did not exhibit any damage on the sheath or button valve. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f ce manta was planned for closure. The physician encountered strong resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The bypass tube would bounce back from the valve. The physician removed the sheath and 18f ce manta closure device, which was partially inserted into the sheath hub, off the guidewire, while copious bleeding was emanating from the valve. The physician removed the first device and sheath at the same time due to the bleeding, and a second 18f ce manta device and sheath were deployed, successfully completing the closure. The IFU indicates potential adverse events related to the deployment of vascular closure devices have been identified and include other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Additionally, in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.